Event description:
It was reported that a patient with a 27mm edwards surgical valve in the pulmonary position was placed under consideration for a valve-in-valve procedure after an unknown implant duration due to unknown reasons.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm edwards surgical valve in the pulmonary position was placed under consideration for a valve-in-valve procedure after an unknown implant duration due to unknown reasons.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6 the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b2, b4, b5, g3, g6, h1, h2, h6.

Event description:
It was reported that a patient with a 27mm 3300tfx pericardial valve in the pulmonary position was underwent a valve-in-valve procedure after an implant duration of seven (7) years, four (4) months due to unknown reasons. The tpvr procedure was performed with a 26mm 9750tfx transcatheter valve and concluded with good result.